Manufacturer narrative:
The insulin pump had normal operating currents. The insulin pump was monitored for several days and no unexpected failed battery test alarm or battery out limit alarm was noted. The battery tube was inspected and no anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corners, and minor scratches to the display and reservoir windows. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery after a new battery was inserted. The customer tried several different batteries until one worked but stated that the battery only lasted two days. The blood glucose reading was 287 mg/dl. The customer reported that the battery cap contacts were not missing or damaged and did not want to check the battery compartment. The customer was sent a new battery cap and the insulin pump still alarmed for a failed battery. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.